Event description:
It was reported that the customer had two incidents with bard silicone foley catheters of two different sizes, 10 fr and 12fr in two weeks on the same patient. Customer stated that the 12 fr silicone foley catheter came out of the patient when it was placed during the procedure. The patient was brought back to the operating room and was replaced with a 10 fr silicone foley catheter in the operating room. The patient again came back to the operating room with dislodged foley which was again replaced with a 12 fr silicone foley catheter. Later, on (B)(6) 2022, the patient was back for another replacement. Doctor examined the foley, inflated the balloon, and found out that the balloon had micro holes which deflated the balloon slowly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed cause unknown. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. It is unknown if the product was used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the attached photo sample noted all -silicone foley catheters (without original packaging), used silicone foley. Visual inspection of the photo sample noted pinhole on the catheter. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." The actual/suspected device was inspected.

Event description:
It was reported that the customer had two incidents with bard silicone foley catheters of two different sizes, 10 fr and 12fr in two weeks on the same patient. Customer stated that the 12 fr silicone foley catheter came out of the patient when it was placed during the procedure. The patient was brought back to the operating room and was replaced with a 10 fr silicone foley catheter in the operating room. The patient again came back to the operating room with dislodged foley which was again replaced with a 12 fr silicone foley catheter. Later, on (B)(6) 2022, the patient was back for another replacement. Doctor examined the foley, inflated the balloon, and found out that the balloon had micro holes which deflated the balloon slowly.